Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at a third party service center, a failure related to the device's flow sensor assembly was observed. The flow sensor assembly was replaced to address the issue.